Manufacturer narrative:
It was reported that the event was just a no cross caused by an ordinary lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity rx coronary drug eluting stent was damaged. No patient injury was reported.